Manufacturer narrative:
(B)(4). The instructions in the homechoice patient at home guide is included and shipped with every cycler unit. The homechoice patient at home guide states "contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death. To reduce this risk do not perform dialysis in the same room as pets or animals." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient¿s (hp) cat had chewed through the tubing of an automated peritoneal dialysis set during therapy on a homechoice (hc) device. The technical service representative (tsr) had the hp end therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.